Event description:
A customer contacted beckman coulter regarding falsely negative (-) urine test results from the icon 25 hcg test kits. The customer indicated that two (2) patients (a and b) performed home pregnancy tests and obtained positive (+) results. (Test name and brand not provided). Urine samples from these patients were tested with the icon 25 hcg test kits and both results were negative (-). The customer then collected serum samples from patient a and b and sent out for quantitative testing and results were: 118miu/ml for patient a. Over 300miu/ml for patient b. No injury related to this event has been reported. Other confirmatory tests were performed.

Manufacturer narrative:
Retain devices performed as expected when tested by beckman coulter with positive and negative serum and urine controls and high quant clinical urine samples. Patient sample and testing device were not returned by the customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.